Event description:
This is report 2 of 2, for the transfer set in this event. This is a report of peritonitis in a patient, coincident with dianeal therapy for peritoneal dialysis (pd). The patient was hospitalized and diagnosed with peritonitis. However, the treatment was not reported. Two days later, the patient was discharged from the hospital and was recovering from the event.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Per review of the batch records for suspected lots: h12h21039 and h12k14047, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the treatment for peritonitis was ip vancomycin and ip gentamycin (dose not reported). The patient had recovered from the event of peritonitis and was discharged from the hospital.